Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a follow up and was imaged prophylactically. Technical services reviewed the images and confirmed insulation abrasion. The patient would be monitored.